Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5093590. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that urinalysis transfer straw kit with 8ml plastic conical bottom tube, 16x100mm cap stayed in by the needle when pulling out vial with specimen. This resulted in urine being spilled. There was no injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with the device type code listed as jsm. It is corrected to read kdt.